Event description:
This lady offered no complaints pre-treatment. 65 minutes into treatment she complained of chills. Pre-temp 98.2 degrees f. Max temp 100.8 degrees f. The physician was called and ordered pyrogen testing, blood cultures and a cbc. The treatment was discontinued and the pt put on a new pre-processed f-80. She had no further problems. She was given 325 mg tylenol - 18m vanco, 120 gentamycin. No definitive reason could be found for this event, therefore this MDR is being filed on the dialyzer.